Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for 37 to 48 hours when elevated blood glucose was observed, with the controller displaying ¿high¿ and no numeric value provided. Per general controller functionality, a ¿high¿ alert generally corresponds to blood glucose levels above 400 mg/dl, though no specific measurement was confirmed. During this period, an automated delivery restriction was reported. On (B)(6) 2026, the patient observed redness at the pod insertion site and removed the pod. Following removal, redness and a small bump at the insertion site were noted, a new pod was applied to the same arm. Over the following days, redness at the insertion site worsened with increasing redness, warmth, swelling, firmness, and stiffness of the arm as well as pus coming out from the site. On (B)(6) 2026, the patient removed the pod due to pain associated with swelling and applied another pod to a different site on the same arm. Symptoms continued to worsen, and on the night of (B)(6) 2026, the patient experienced a fever of 38.6°c (101.5°f). On (B)(6) 2026, the patient sought medical attention at an out-of-hours clinic. The healthcare professional removed the pod prior to examination and stated that the findings were consistent with an infection at the cannula insertion site. A five-day course of oral flucloxacillin was prescribed. The patient later reported improvement while on antibiotic therapy. A supplemental report will be provided if additional information becomes available.